Event description:
It was reported via literature that stent fracture, possible migration, and pseudoaneurysm occurred, requiring intervention. A case study was reviewed involving a patient that was treated with angiography, laser atherectomy, balloon angioplasty, and placement of paclitaxel-eluting nitinol stents for a long segment (approximately 120 mm) superficial femoral artery (sfa) blockage, treated with two 6 mm x 100 mm eluviatm drug-eluting vascular stents. During the patients first follow-up, their symptoms had resolved and foot pulses returned; therefore, they were discharged on aspirin, plavix, and a cholesterol-lowering drug. Nearly two years later, follow-up ultrasound revealed a possible stent fracture or dissociation; however, the patient was without symptoms. The ankle brachial indexes were normal, there was no abnormal pulsation or tenderness, and pedal pulses remained present. Due to the ultrasound findings, a computed tomography (CT) angiogram of the left leg was performed, which confirmed a stent fracture and a pseudoaneurysm of the sfa measuring 1.1 cm. The patient then underwent lower extremity angiography. Fluoroscopy showed the previous stents had fractured in the mid-sfa and above-the-knee popliteal region, with less overlap between the stents. Through contralateral retrograde access, diagnostic angiography identified a pseudoaneurysm at the fracture site. Stent crossing was achieved with a wire, followed by relining the stents with a 7 mm x 100 mm and an 8 mm x 150 mm covered nitinol stent, and post-dilation angioplasty. Sizing was checked intraoperatively, and the new stents overlapped by approximately 2 cm. The final angiogram showed that the pseudoaneurysm was fully corrected, the stents fit well against the vessel wall, and there was good blood flow to the foot. Since the procedure, the patient has had no symptoms and continues regular imaging follow up at two- and six-month intervals. The medications include aspirin, plavix, and a cholesterol-lowering agent.

Manufacturer narrative:
B1: date of event: estimated based on date of article. Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Article title: spontaneous asymptomatic superficial femoral artery pseudoaneurysm associated with stent fracture. Article citation: bilman v, ardita v, grandi a, chiesa r, bertoglio l. Symptomatic superficial femoral artery pseudoaneurysm due to late stent fracture. J vasc surg cases innov tech. 2020 feb 20;6(1):106-109. Doi: 10.1016/j.jvscit.2019.11.015. Pmid: 32095668; pmcid: pmc7033464.